Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2006. It was reported that the pt was receiving ineffective stimulation coverage. The pt reported that it had been approximately two years since he had used his system, citing cardiac issues as the issue. Follow up on the pt found that his physician plans to explant the system and re-trial the pt. The surgery date is currently undetermined. No further information is available at this time.